Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the white rim around the silver prong on the handle is cracked. Getting ready to break. The other handle broke the silver prong off handle. Nothing left in patient and didn¿t delay the surgery.

Manufacturer narrative:
The product was returned with the competitor sheath, extender tubing, extracorporeal tubing, pressure tubing, and one way valve. Blood is observed in the interior and on the exterior of the catheter. Moderate blood was observed in between the catheter and the sheath. Three kinks were observed and were located on the catheter tubing at approximately 33.8cm, 34.3cm, and 71.4 cm from the iab tip. No other defects were observed. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and the leak was found on the catheter tubing at approximately 31.5 cm from the iab tip. A technician found no obstruction in the inner lumen, the inner lumen leak test was performed and no leaks were observed. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).